Event description:
It was reported to intuvie that the infusion pump was programmed for 90 minutes, but the infusion ended in 30 minutes. The nurse was not sure if she programmed the pump incorrectly or if the pump ran too fast; therefore, the staff wanted to check pump for infusion accuracy. No patient harm was reported. No other information was provided.

Manufacturer narrative:
It was reported to intuvie that the infusion pump was programmed for a 90-minute infusion; however, the infusion ended in 30 minutes. The nurse was unsure whether the pump was incorrectly programmed or if it infused at an accelerated rate. As a result, the staff requested an evaluation of the pump for infusion accuracy. The device was returned, and investigation confirmed a flow rate deviation of 5.83%. The failure mode was confirmed, and the probable cause was determined to be the device being out of calibration. This event is being reported due to the end user's allegation that the pump completed the infusion significantly earlier than programmed (90 minutes programmed vs. 30 minutes actual). However, a flow rate deviation of 5.83% is not considered reportable on its own. Flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The found flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).